Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutter was defective, aspiration and cutting was not possible during the vitrectomy surgery. The surgery was completed after replacing with new product. There was no impact to the patient.